Event description:
It was reported that the device was impossible to lock the cassette. The device has never been used before, there was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device in good condition. Functional testing was able to duplicate the reported problem. It was determined that the faulty lock sensor was the root cause. The lock sensor was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.